Manufacturer narrative:
Citation: wolff, r. Corevalve prosthesis depth: what is the optimal measurement target? The journal of heart disease (2016) jul;25( 4):417-423 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding depth of device implant and the need for permanent pacemaker after the implant of a corevalve bioprosthetic aortic valve. All data were collected from a single center between 2009 and 2013. The study population included 130 patients, all of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 86 ± 3 years. Among all patients adverse events included: first degree heart block, 2nd degree heart block, complete heart block (chb), atrial fibrillation (afib), right bundle branch block (rbbb), symptomatic bradycardia, left bundle branch block (lbbb), increased qrs duration and permanent pacemaker implant. Other adverse events included mild to severe paravalvular leak (pvl). It was reported balloon pre-implant dilation was performed in 95% of the implants. It was also reported that an implant depth of > 8 mm resulted in the need for fewer permanent pacemaker implants. No additional adverse patient effects or product performance issues were reported